Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to noise and oversensing during psa measurements. A new lead was placed. No adverse patient effects were reported outside of the prolonged implant procedure. This product has been received by boston scientific for further analysis.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to noise and oversensing during psa measurements. A new lead was placed. No adverse patient effects were reported outside of the prolonged implant procedure. This product has been received by boston scientific for further analysis.